Event description:
It was reported that the patient presented to the hospital experiencing syncope. Premature battery depletion was suspected. The device was explanted and replaced. The patient was stable post-procedure.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. As received, the device was at end of life (eol). Analysis found high current drain from the hybrid. An anomalous integrated circuit (ic) was found to be the root cause of the high current drain and premature battery depletion.